Event description:
It was reported that the patient presented to the clinic. The device delivered anti-tachycardia pacing (atp) therapy due to intermittent post-sensed t wave oversensing. Programming change was made. No patient symptoms were reported. The patient will continue to be monitored.